Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the alarm due to the blank display anomaly.

Event description:
The customer reported an error alarm that cleared all of the settings. Advised that the insulin pump would be replaced. Nothing further was reported.